Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture and out-of-range sensing and impedance issues. Programming changes were made. The patient was stable.